Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the femoral artery. A 300cm, 12cm v-18¿ control wire¿ was advanced to the lesion. However, it was noted that the tip of the wire broke off and the tip had to be jailed against the vessel wall with stent. The procedure was completed with a different device. No patient complications were reported.